Event description:
A (B)(6) patient was undergoing a tonsillectomy and adenoidectomy. The patient was intubated with an uncuffed 5.0 rae endotracheal tube. The patient's ga was being maintained with sevoflurane and oxygen (fio2-1.0). A yankauer suction tip was being used to scavenge the fumes from the oropharynx. An esu was being used when suddenly there was a flash up the yankauer tip and a short distance up into the suction tubing. There was no evidence that the flash extended into the oropharynx, rather it was limited to the suction tip and tubing. Surgeon assessed the patients oropharynx and found no resulting injury to the patient.